Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge initially displayed a fill estimate of over 120 units (+120); however, changed to a fill estimate of over 60 units (+60). During troubleshooting the customer delivered a bolus of 3 units, and reported that the insulin gauge updated to an accurate fill estimate. The customer's blood glucose level was 235 mg/dl.